Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone control android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s926usqs4cyj1. Hardware: sm-s926u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that sometime on (B)(6) 2025, the patient was in the intensive care unit due to hyperglycemia and was diagnosed with diabetic ketoacidosis. The patient did not provide additional information regarding treatment and diagnosis at the hospital.